Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported patient would get cannot find the device, cannot charge call medtronic or the controller fully charged but the implant wouldn't charge and the issue began probably a couple weeks ago. Patient also got a screen that mentioned to find the highest number and it would jump from 0 to 50 (agent understood this as passive recharge). The paddle and relay box would also get super-hot when charging the implant. During the call caller reset the controller and plugged the recharger. Caller got 0/0/1 on passive recharge then the recharger paddle started getting really hot. Caller also wanted a controller replacement and agent reviewed information. Caller wanted to do troubleshooting to make sure the controller was not the issue. Caller removed the battery and plugged the ac power. Controller powered on. Caller inserted the battery and controller was at 70% and implant was at 80%. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
The device with product ID: 97755, serial# (B)(6) was received for product analysis. The analysis found recharger antenna failure specifically no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.